Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the j22 connector was broken off on the processor pca. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered that the j22 connector on the processor pca had been broken off and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.